Manufacturer narrative:
A serial number was not provided; therefore, no add'l investigation can be conducted at this time. Multiple attempts have been made to obtain add'l info. If add'l info becomes available, a supplemental report will be filed. (B)(4).

Event description:
A report was received from (B)(6) stating that during pt used the following error codes occurred: safety valve open (svo), kb0079 (bk vent inop) and zb0069 (code undefined). The device was replaced and there was no indication of pt harm. Though requested, add'l info has not been received.